Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all users were unable to log onto the es server website. The technical support specialist confirmed that the issue had been resolved. The health information technology (hit) team deleted and restored user active directory (ad) accounts. The hit team noticed that the interface was down, preventing cce from connecting, and made a few modifications. Then, cce reconnected automatically. Messages were currently processing, and adt/pis were expected to be updated within 15 to 30 minutes. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server the user was unable to log into the es server. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.